Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that the reported issue was due to malfunction of dfm100 ac power module (453564488951). The ac power module was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of ac power module. The root cause of which could not be determined. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device had power equipment malfunction alarm when ac mains supply was connected. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter and reporting information: (B)(6). A follow up report will be submitted upon completion of the investigation.